Event description:
It was reported that when a patient presented in clinic, for troubleshooting lv lead due to diaphragmatic stimulation. Upon examination, high capture threshold was observed on the rv lead. The patient complained of chest pain during the test. An x-ray revealed a cardiac perforation and the lead had moved. Both the rv and lv lead was explanted. The patient was stable and will continue to be monitored. Related manufacturer report number- 2938836-2017-24732.